Event description:
An unidentified customer posted a blog that her pump "operates with a weird vibrate and pull. Even on its lower settings, it left a lot of painful burning. I still have numbness 6 months later, so I'm assuming it created scar tissue."

Manufacturer narrative:
Because the issue was reported as a blog on a website, the customer cannot be identified. Therefore, the issue cannot be addressed with the customer, additional info cannot be obtained and an evaluation of the product could not be performed. As a result, no conclusion can be made as to the cause of the event. We will monitor and trend like issues and initiate a CAPA as applicable.